Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Corrected evaluation method code, evaluation results, component and conclusion as the original emdr report, 3030677-2023-00429, should've been sent as a complete yes.